Event description:
Analysis of the computer and flashcard was completed. During the analysis it was identified that the handheld was unable to advance past the screen alignment utility. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. There were no performance or any other type of adverse conditions found with the handheld computer. The flashcard software performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to any serious injury or death.

Event description:
On (B)(6) 2013 information was received from the reporter that the physician¿s handheld computer cannot align its screen. Several hard resets were performed on the computer, with no changes resulting. The screen was wiped very cleanly with a dry towel/cloth, but the screen was still unable to align. The handheld computer and its flashcard have been received for product analysis. Additional information is pending completion of manufacturer product analysis.